Event description:
Pump alarm was reported on november 16, 2025, while the device was in use. There was no adverse impact to the customer's blood glucose level. The customer was unable to successfully resume insulin therapy after a cartridge reload attempt, prompting technical support to arrange a pump replacement. The customer was informed of the need for a replacement pump and continued insulin therapy with a backup pump provided by the company.